Event description:
On (B)(6) 2014 olympus biotech received a report that six patients who received osigraft as part of an unspecified procedure subsequently experienced inflammation. The feedback was presented at an orthopaedic conference held in the (B)(6) . No additional information was provided with the initial report. The olympus biotech medical reviewer assessed the events as of unknown seriousness and possibly related to the osigraft. This aggregate case has been created pending receipt of additional information. Additional information has been requested.